Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed no issues were found; the device appears to be in good condition. No damages or failures were observed on the ccp (catheter code pcba) board assembly. Microscope inspection revealed there was no damage observed on the distal tip or guidewire exit port assembly. Impedance test shows an electrical open at distal end of the catheter 0-10 cm from the distal housing. Functional inspection showed the catheter was properly recognized by the imaging system when plugged into the mdu and no connection issues or errors were detected during its testing. It was observed that the catheter flushed normally when the imaging core was fully retracted and fully advanced. A test guidewire was inserted and no indication of resistance in tracking the guidewire into of the catheter was noted.

Event description:
It was reported that a catheter issue occurred. The target lesion was located in a 96% stenosed, moderately tortuous and moderately calcified left anterior descending artery. An opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, it was noted that the ultrasound catheter was fractured. The procedure was completed by using another of the same device. There were no patient complications reported.

Manufacturer narrative:
E1 initial reporter facility name.

Event description:
It was reported that a catheter issue occurred. The target lesion was located in a 96% stenosed, moderately tortuous and moderately calcified left anterior descending artery. An opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, it was noted that the ultrasound catheter was fractured. The procedure was completed by using another of the same device. There were no patient complications reported.